Event description:
It was reported that the patient experienced complications inclusive of shortness of breath, allergic reaction to the device, and eventual severe mitral stenosis requiring further surgical procedures, heart failure and other permanent and pecuniary losses. The specific date that the patient became symptomatic (post op) is unknown. Reportedly, the patient devloped an intense generalized, inflammatory reaction involving both mitral leaflets, followed by pericarditis and pericardial effusion requiring pigtail catheter drainage. The patient required re-operative mitral valve surgery for mitral stenosis and a redo maze procedure. The patient now has nyha class 2 heart failure and needs a permanent pacemaker, and is being evaluated for a formal heart transplant.

Manufacturer narrative:
Device not returned: please note that the initial reporter was the patient involved in the reported event. We have omitted their name, address and telephone number due to hipa regulations.